Event description:
Customer reported that a pt sample that had a positive antibody screen with 8% selectogen lot 8s646 reacted +/- with cell 1 of 0.8% resolve panel a lot 8ra178. The sample contained anti-c and anti-jke. No death or serious injury was associated wth this incident. Complaint number mxp590717.